Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for right atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a thrombosis requiring heparin. Immediately after ablation, a thrombus was confirmed via ultrasonography (site unspecified). The remainder of procedure was aborted. Heparin was administered via bolus and drip and the issue resolved. Patient was reported to be in stable condition. Patient remained hospitalized overnight for observation and heparin drip maintenance and was discharged the following day. Patient fully recovered. Patient has not exhibited any neurological signs or symptoms since the procedure. Medical history includes lupus, aortic valve replacement, atrial flutter, and atrial fibrillation (on xarelto). It was noted that xarelto was withheld 1 day a few days prior to the procedure. Physician¿s opinion regarding the cause of the adverse event is that the patient may have been in a hypercoagulable state. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Generator was set on power control mode at 35 watts, temperature at 21 degrees celsius, and impedance at 99-120 ohms. Generator parameters included temperature warning at 37 degrees celsius, temperature cut-off at 40 degrees celsius, impedance maximum at 250 ohms, impedance spike cut-off at 50 ohms, and impedance minimum cut-off at 50 ohms. Cut-off values were never exceeded. There were no catheter issues related to temperature or flow. There is no information regarding power titration. Irrigated catheter flow was set at 2 ml/min during mapping, 8 ml/min during low flow, and 15 ml/min during high flow. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. Heparinized saline 1000 units/1000 ml was used for the ablation catheter and to flush the sheaths.

Manufacturer narrative:
It was reported that a (B)(6)-old female patient underwent an ablation procedure for right atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a thrombosis requiring heparin. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and found to be working properly. Force values were observed to be within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed to be within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).